Manufacturer narrative:
(B)(4). The device was not returned, however a photograph was provided for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body of a transfer set was cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A photographic sample was received for evaluation. A visual inspection was performed which identified a crack in the light blue mainbody. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.